Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. Ccc discovered that both patient samples were drawn in gel separation tubes without anti-coagulant. The samples were centrifuged for five minutes. According to the tube manufacturers recommendation, in a fixed angled centrifuge the sample should be centrifuged for fifteen minutes. The samples in question were not centrifuged according to the tube manufacturer's recommendations. This is an operator's failure to follow instructions. A siemens customer service engineer (cse) was dispatched to the customer site. The cse verified that the voltage was within specification and the ground wire was in place. The cse installed integrated multi-sensor technology (imt) miscellaneous tubing kit. The cse replaced diluent syringe tip and adjusted syringe gap. The cse replaced sample probe tip and performed alignments. The cse replaced standard a, standard b, salt bridge and quicklyte chip. The cse then replaced rotary valve seal and cleaned air hole. The cse adjusted the pump rate and reset correction factor to default. The cse ran condition and diluent check. The cse ran precision testing, which passed. The customer ran quality controls, which were within range. The cause of the discordant, falsely elevated sodium results on two patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) results were obtained on two patient samples on a dimension xpand plus with hm instrument. The discordant results were not reported to the physician(s). Patient sample (B)(6) was repeated twice on the same instrument, resulting lower. Patient sample (B)(6) was also repeated twice, resulting lower. It is unknown if only one or both results were obtained on an alternate instrument. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na results.